Event description:
It was reported that the user experienced recurrent overnight low glucose alerts from a continuous glucose monitor, including a lowest reported value of 51, with no fingerstick confirmation and no associated symptoms, while using the ilet bionic pancreas as directed with meal announcements and without bedtime carbohydrate snacks. Symptoms included hypoglycemia without reported clinical sequelae. Outcomes included self-treatment with oral glucose and disrupted sleep due to repeated alarms. Investigation included review of reported glucose trends and device use patterns, along with troubleshooting and user education, and escalation for clinical review of glucose targets. Investigation of this case revealed no confirmed device malfunction or component failure and suggested an unclear cause of nocturnal hypoglycemia given appropriate use and consistent low readings overnight. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.